Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Physician reported that cement froze too fast and he wasn`t able to use it. To complete the procedure the physician used another product of the same type. No consequences for the patient reported.

Manufacturer narrative:
(B)(4). One confidence kit, no needles product code (B)(4) was returned to the complaints handling unit (chu) for evaluation. Visual examination noted no apparent abnormalities. Confidence kit was then functionally tested. No difficulties engaging and disengaging between the connection of the rectus connector and the quick-connect feature of the cement reservoir connection was detected. No device failures were noted during functional assessment. Device functioned as intended. Visual examination of the mixing cement bowl revealed that an unspecified small portion of solidified cement remained inside the mixing well and the cement reservoir. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the difficulty transferring cement cannot be positively determined. No definitive conclusion can be drawn based of the returned confidence kit. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.